Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire drg system was explanted; however, no explanted products were returned for analysis. The infection was treated with IV antibiotics. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead site(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-08137, 1627487-2024-08138. It was reported that patient experienced an infection at the ipg and leads. Patient was given IV antibiotics. Surgical intervention was undertaken wherein the drg system was explanted.